Event description:
In (B)(6) 2012 I had a cystocele repair and placement of ams miniarc for stress incontinence. Immediately after surgery, I had burning, fiery, pain in my right groin bad down my right leg to my foot. The surgeon said he didn't know why I was having so much pain but said it would all heal, and gave me steroids and physical therapy. I was referred to a urogynecologist who said the mesh should come out. Very reluctant to have surgery again and he said there was a possibility that I would improve with time. Was then referred to an orthopedic doctor and x-ray and MRI showed osteitis pubis. More physical therapy in (B)(6) 2014 and the mesh was removed. I have increased range of motion in right leg now but still have pubic bone pain in areas of the miniarc anchors. Still have constant pelvic, groin and leg pain making it very painful and difficult to do my job. Prior to 1st surgery, I was active, worked three 12hr shifts in a row. Now I can no longer function in my previous nursing role. Now I work four 8hr shifts, and am having difficulty with pain management. Due to the first surgery and placement of the miniarc, I will never be the same. Due to the resulting pain, I have missed out on job promotions, my income has decreased by approx (B)(6). All my energy goes into work and paying my bills, quality of life is gone. Self esteem is gone, previous stress continence is much more and I avoid sex because it is so painful, putting a significant strain on my marriage. I want you to be aware that this isn't the simple procedure, and can easily be taken out and all is better. Now, 8 months after removal, I still have constant pain, sexual pain, urinary incontinence, an altered pain that has led to hip and back joint and muscle issues. I believe there is nerve damage and will have to live with this the rest of my life. These products are not safe. It may not kill me, but it has destroyed my life.